Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found rotor was not aligned, pin could not be inserted. Manually corrected rotor position. Was then able to open the door, and dock the system. Moved rotor to 10 different positions, and opened the door after each move. Verified rotor moved to correct position, and door could be opened each time. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant displayed a door open message. Additionally, the door open button was nonfunctional, and the gantry was unable to dock. There was no patient involvement.